Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to scrub technician perforated the lead upon loading the 0.014 wire into the tip. This lead was never in service. A new lead of different model was placed. No additional adverse patient effects were reported.